Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA va medwatch uf/importer report# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged catheter was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "medic attempting to start 20g 1.00 in bd nexiva and at time of breaking seal, noticed grinding sound and feel. Needle was not inserted into patient. Obtained another needle without issue to insert."

Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that a damaged catheter was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "medic attempting to start 20g 1.00 in bd nexiva and at time of breaking seal, noticed grinding sound and feel. Needle was not inserted into patient. Obtained another needle without issue to insert."